Event description:
It was reported to baxter that a disposable eva bag had a hole in the cannula. Process step is unknown. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or sample becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A trend has not been identified and the check of the batch file did not show any deviation of this occurrence. During batch review, it was verified that 3840 units were packed for this lot number. And all microbiologic and chemical tests were found to be satisfactory. No deviation reported/observed during manufacturing or release that could contribute to this occurrence. This batch number was released in accordance with specification and was properly approved on all the applicable tests performed. A trend has not been identified and the check of the batch file did not show any deviation of this occurrence.